Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had an issue with the on/off switch. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service technician evaluated the customer's device and verified the reported issue. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had an issue with the on/off switch. There was no report of patient use associated with the reported event.